Event description:
The patient contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist left a message with the patient's spouse and spoke with the patient the next day. The patient stated that the meter would not power on for more than one week. Pt tried changing the meter battery, but the meter would not power on. Pt continued taking their usual dosage of insulinl: humulin n, 8 units after breakfast, 8 units after lunch, and 6 units after dinner with lantus insulin 40 units each night. Approximatley one week ago, pt felt constant thirs and had frequent urination. Pt was not able to get a result on the meter and did not have a back up meter to test with. Pt went to the medical clinic. An "extremely high" result that pt believed was in the "300's" was obtained on the clinic device. Pt took additional insulin. If pt had seen that their meter results were high, pt would have taken additional insulin earlier. There is an indication that not being able to test with the meter and make adjustments to their insulin dosage accordingly contributed to the patient experiencing injury, requiring intervention. The event meets the criteria for a medical device reportable as an adverse event. The customer care representative (ccr) verified that the test strips were correct. The ccr walked the patient through pressing the power button and the meter powered on. The ccr walked the patient through inserting a test strip all the way into the test strip prot and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned. The meter, test strips, and control solution were replaced.